Manufacturer narrative:
The device was received for evaluation. During functional testing, an issue that was not alarming for downstream occlusion until over 24 psi was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification force sensor. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had not alarming for downstream occlusion until over 24 psi (pounds per square inch) during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.